Manufacturer narrative:
The device has been returned for analysis. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 10 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic device due to aortic stenosis of the bioprosthetic valve.  No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was slightly distorted; oval shaped. The non-coronary cusp was in the closed position. The right cusp and left cusp were in the open position. All leaflets were slightly stiff but flexible. All leaflets were intact. No holes or tears were observed. The bellies of all leaflets contained small pools of coagulated blood. All commissures were intact. There was no evidence of dehiscence. Pannus encroached onto the right cusp commissure attachment at the right non-coronary commissure. Remnant of pannus was observed attached to the base stitching adjacent to the left cusp (inflow). Pannus on the outflow remained attached to the sewing ring, along the outflow rail adjacent to right cusp and onto the right non-coronary stent post. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Moderate amounts of coagulated blood or initial thrombus forming host tissue was observed on all the leaflets. Radiography shows no evidence of calcification in the valve and/or in the piece of pannus. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.